Manufacturer narrative:
One device was returned for repair with complaint that the device had a "cassette not attached" error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event log indicated multiple cassette not attached properly alarms. Visual and functional testing was performed. Complaint was confirmed through downstream occlusion dso test. Device alarmed cassette not attached properly when attached to a cassette. Found dso sensor pressure values reading random values without applying pressure. Replaced dso sensor, dso bezel, and dso seal. Repair confirmed through dso test.

Event description:
It was reported that the device had a "cassette not attached" error. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.